Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. The episodes were a result of crosstalk. No patient symptoms nor interventions were reported, as it was decided to continue to monitor.